Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the cause of the errors was unknown. Rep attached the logs for this day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for the call was the caller stated they received unexcepted system error 400a and validation error 11 01 0000 in the or when communicating with ins. Caller stated the ins was in the field and they were going to check connectivity and received the 400a but were able to stay in the workflow. Caller was able to reinterrogate ins but they seemed to be getting stuck in a loop where the tablet would look for the communicator and then for the ins and then look for the communicator, etc. Caller stated they were able to have the hcp implant the ins. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Technical services added that in order to resolve the communication loop the tablet appeared to get stuck in, the caller had to exit everything and restart the tablet. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID a71400. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a71400. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 serial# unknown product type software PMA code included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported they checked the software version then tried going into the hub so they could verify if there were any updates they needed to make. Rep reported their tablet will not access the hub. Rep is connected to wifi, but it will not open the application. It shows the purple hub icon in the middle of the screen like it's trying to open, but it won't. Rep reported they closed all apps, restarted my tablet, it still won't work. Issue was not resolved.